Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was ranges from 500 mg/dl to 23 mg/dl and the customer also report the blood glucose level was 200 mg/dl. The customer did not provide details regarding symptoms and treatment of high blood glucose. The customer also report that the priming seems longer than the previous device and no delivery alarm and insulin pump had diminished battery life. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Insulin pump primed properly. No unexpected low battery alarm anomalies noted. Device was programmed with test minilink and the glucose sensor simulator. Device communicated properly with glucose sensor simulator and display the 100 value properly on display graph. No unexpected lost sensor alarm anomalies noted. No unexpected lost sensor and calibrate error anomalies noted. The information that provided in section with date of incident with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
The initial report and or supplemental report had the incorrect incident date. The correct incident date is (B)(6)2019.